Manufacturer narrative:
A review of the device labeling notes the following: the current bib" system intragastric balloon directions for use (dfu) addresses the known and anticipated potential event of "death" as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the bib" system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the bib" system include: death due to complications related to intestinal obstruction is possible. Complications of routine endoscopy include: adverse reaction to sedation or local anesthetic. Cardiac or respiratory arrest (these are extremely rare and are usually related to severe underlying medical problems).

Event description:
Patient passed away (B)(6) 2020. After multiple attempts to gather more information from the reporter, no additional information has been received.